Event description:
The catheter would flash blood but would not draw. Upon inspection it was found that 20g and 22g IV catheters had the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. Other unused product was inspected and some were found to be frayed. Reference report #mw5153417.